Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that a merlin.net transmission revealed noise on the right atrial lead. Egms showed atrial over- sensing due to the noise, leading to inappropriate mode switching. The noise could not be reproduced in the clinic with isometrics or pocket manipulation. The patient will be monitored.